Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a broken cable on the mega suturecut needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idler pulley. The idler pulley spun freely but was damaged on the edge and on the surface. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.